Manufacturer narrative:
The device history records for the pad-pak lot was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The pad-pak was manufactured as part of a lot of (B)(4) on the 1st june 2016, 195 of which were dispatched to hst inc on the 7th june 2016. All pad-pak¿s were subject to a battery voltage test on the 2nd june 2016, with no recorded fails. Upon investigation, measurements taken on the pad-pak confirmed the batteries to be depleted beyond any use. The customer email attached in ¿communication log ¿ 2nd contact.msg¿ details that the returned pad-pak was used in a sam 300 device (sn: 0700023316), which was presenting a fault on the on/off functionality. The serial number of the device falls within the range covered by an fsca. As per q017-CAPA-131 and in accordance with the fsca defined by h007-003-001 and FDA reference z-0124-2013, experience has shown that it is reasonable to conclude that device switching on automatically may be attributed to membrane failure. The reported customer fault may be related to this failure mode and therefore resulted in the depletion of the returned pad-pak. The customer has been advised to remove the sam 300 from service.

Event description:
Pad-pad lot a2342 depleted before expiry2020-10-01. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Pad-pad lot a2342 depleted before expiry2020-10-01. There was no patient involved in this event.